Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock. Technical services was consulted and review the data and it was suspected sense b noise could be the cause of the shock. Troubleshooting options were discussed and recommended. This s-ICD remains in service and no adverse patient effects were reported.